Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information revealed that the system was functioning normally. The physician did not believe that the system caused or contributed to the patient's death.

Manufacturer narrative:
The investigation results will be provided in the final report. Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2938836-2019-13993, 2938836-2019-13994, 2938836-2019-13997. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.